Event description:
It was reported during preparation for an undetermined procedure, the distal tip of this guidewire detached. Another unit was used to successfully complete the procedure without any pt complications. This device was not returned for evaluation. Therefore, no failure analysis is avaialble. Without evaluating the device co is unable to determine the cause for this event.